Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. It is unknown if there was any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a component failure was determined as the cause of the run-on condition. The component was replaced and the handpiece was returned to the customer.